Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the stent dislodged inside the patient, however the stent was retrieved by withdrawing system.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent had moved 14 mm distally on the balloon. The stent was severely damaged and stretched from the center to the distal end. The distal end had moved beyond the catheter tip. Stent crimp marks were clearly visible on the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage and dislodgement occurred. Vascular access was gained via the right femoral artery. The 3.0x20mm, 80-90% stenosed, eccentric and progressive target lesion was located in the left anterior descending (lad) artery with an ejection fraction of 58%. The lesion was pre-dilated with a 2.0x15mm balloon resulting in 70% residual stenosis. The 3.0x24mm promus element stent was advanced however was unable to cross the lesion and was damaged. The physician encountered difficulty withdrawing the device and the stent detached from the balloon. The procedure was completed with another 3.0x24mm promus element stent. No patient complications were reported and the patient status is fine.

Event description:
It was further reported that the stent dislodged inside the patient, however, the stent was retrieved by withdrawing system.